Manufacturer narrative:
(B)(4). (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from the connection between the t-connector and the tubing of a male luer lock adapter w/retractable collar and in a y-injection site administration set during infusion. This event occurred during patient use. There was no report of patient/user injury or medical intervention needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample was available for evaluation at the plant. Visual inspection confirmed tear approximately 1mm at the tubing inside tubing port, at the junction of tubing and t-connector. Air pressure test at 8psi was performed and leak was observed at the connection between tubing and t-connector. The assignable cause of the reported condition is unknown. A CAPA was initiated for a similar event. Should additional relevant information become available, a supplemental report will be submitted.